Event description:
It was reported that multiple cartridge alarms intermittently occurred during insulin delivery. Customer re-loaded the original cartridge to resolve the issues. Additionally, it was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Customer¿s blood glucose level ranged from 250 - 260 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.